Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: d9: device available for evaluation has been selected as yes & date returned to mfg was added as well.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced an event with infusion set where infusion set cannula was under the tape but not in patient's body. The patient noticed symptoms within 3 hours of insertion. Insertion site was abdomen. Patient will replace supplies as necessary and caller resumed insulin. No further information available.